Event description:
Approximately three months after the peg was placed in the pt, pt developed ulceration's in the stomach, which the physician believes were caused by the internal bolster of the device. The peg was removed and another peg was placed and the pt's condition is good. No potential for serious injury appears probable from the info obtained. The device was destroyed by the uf, therefore, no failure analysis will be available.